Event description:
Info received indicated the emergency trendelenburg would not function.

Manufacturer narrative:
The hill-rom technician found that the et valve was stuck. He replaced the et valve and the bed functioned to specs.